Manufacturer narrative:
On (B)(6) 2018, the patient was implanted with freedom spinal cord stimulator (scs) system in which one receiver stimulator (fr8a-rcv-a0) and one (1) spare lead (fr8a-spr-b0) was implanted in the epidural space of the thoracic vertebral. Both devices were secured using the sandshark injectable anchor system. During a revision the implanting clinician cut the sandshark anchor of the first device fo free it from surrounding tissue structures, which is in compliance with the device explant procedures of product's IFU. The implanting clinician reported that the second device was not fully retrieved and that the endproximal to the sandshark anchor remained implanted. The implanting clinician complied with the implant and explant procedure of the product IFU. The device did not present with evidence of migration, and the territory manager did not identify any alleged deficiency of the product leading up to the elected revision procedure. Based on this information, the fractured stimulator was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the fractured stimulator is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
On april 9, 2019, the clinical representative became aware that the patient returned to the clinic and met with the implanting clinician to revise the freedom spinal cord stimulator (scs) system. The implanting clinician retrieved the first device, but while attempting to remove the sandshark from the second device, the implanting clinician reported that the device broke, leaving the distal end, above the sandshark. The implanting clinician was unable to retrieve the remainder of the device during the procedure and closed the incision site, and the patient was sent home with remained of lead still implanted, with instruction to follow up post procedure.